Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysplasia (history of cervical dysplasia, recent cone biopsy revealing high-grade dysplasia.), adenomyosis and carcinoma in situ of cervix. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy via the da vinci laparoscopic robotic). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: benign endometrium, proliferative pattern. Myometrium with adenomyosis the fimbriated right fallopian tube is 7 cm in length and up to 1 cm in diameter. The blue-tan serosa is smooth. Within the proximal lumen is a 1.5 cm long and less than 0.1 cm in diameter essure contraceptive device. The fimbriated left fallopian tube is 8 cm in length and up to 0.8 cm in diameter. The blue-tan serosa near the fimbriae contains a 1.1 cm in diameter intact clear fluid- filled cyst. The proximal lumen of the tube contains a 1. 4 cm long and less than 0.1 cm in diameter coiled essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysplasia (history of cervical dysplasia, recent cone biopsy revealing high-grade dysplasia.), adenomyosis and carcinoma in situ of cervix. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy via the da vinci laparoscopic robotic). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2021: benign endometrium, proliferative pattern. Myometrium with adenomyosis the fimbriated right fallopian tube is 7 cm in length and up to 1 cm in diameter. The blue-tan serosa is smooth. Within the proximal lumen is a 1.5 cm long and less than 0.1 cm in diameter essure contraceptive device. The fimbriated left fallopian tube is 8 cm in length and up to 0.8 cm in diameter. The blue-tan serosa near the fimbriae contains a 1.1 cm in diameter intact clear fluid- filled cyst. The proximal lumen of the tube contains a 1. 4 cm long and less than 0.1 cm in diameter coiled essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: after company internal review the final report was marked. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysplasia (history of cervical dysplasia, recent cone biopsy revealing high-grade dysplasia.), adenomyosis and carcinoma in situ of cervix. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy via the da vinci laparoscopic robotic). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: benign endometrium, proliferative pattern. Myometrium with adenomyosis the fimbriated right fallopian tube is 7 cm in length and up to 1 cm in diameter. The blue-tan serosa is smooth. Within the proximal lumen is a 1.5 cm long and less than 0.1 cm in diameter essure contraceptive device. The fimbriated left fallopian tube is 8 cm in length and up to 0.8 cm in diameter. The blue-tan serosa near the fimbriae contains a 1.1 cm in diameter intact clear fluid- filled cyst. The proximal lumen of the tube contains a 1. 4 cm long and less than 0.1 cm in diameter coiled essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, patient demographic details, medical history, essure removal details added. Previously reported event injury updated to event pelvic pain. Case became valid and serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.